Manufacturer narrative:
Per medical review - reportedly, one-piece collamer iol was torn off during insertion requiring intraoperative lens exchange. The surgeon slightly enlarged the incision for removal of damaged lens. Another iol of same model was successfully implanted and suture was placed. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015 the cause of the event was user error during loading (new user/the first case). (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter stated that this was the surgeons first time using the +26.0 cc4204a collamer single piece lens and as it was inserted into the eye the lens was torn. The surgeon enlarged the incision, removed and replaced the lens. A suture closed the wound. It was determined that the likely cause of the event was a surgeon's error.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(6). Evaluation codes results (other) visual inspection of the returned product showed the lens was received in liquid and a piece of both haptics were torn off and missing. (B)(4).